Manufacturer narrative:
The technician replaced the two gas springs were locked into place. The technician replaced the worn gas springs to repair the stretcher.

Event description:
Information received indicates the head rest on the stretcher will not go down.